Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Customer support assisted the caller with resetting the pump by providing pump reset information, after which the malfunction did not recur. Customer was advised to contact support if the issue reappears and acknowledged the instructions provided.